Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Failure analysis investigation identified additional failure that was not reported by the customer. Upon visual inspection, the instrument was found to have mechanical indentations on the proximal clevis. This failure is most commonly caused by mishandling/misuse. The instrument was also found to have various scratch marks with light material removed on the main tube. The scratch marks were .029¿ - .321¿ in length and were not aligned with the tube axis. This failure is most commonly caused by mishandling/misuse. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument had a broken cable. The procedure was completed with no reported injury.